Event description:
Healthcare professional reported left side "increased amount of fluid between the implant capsules of the left breast, without signs of implant damage'' diagnosed by ultrasound. The device has been explanted. Previous medwatch submission has noted ¿seroma-late,¿ upon further investigation, allergan has determined that the event of ¿seroma-late¿ did not occur and is unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, e1, g2, h6.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ seroma- late : unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side "increased amount of fluid between the implant capsules of the left breast, without signs of implant damage'' diagnosed by ultrasound. The device has been explanted. Previous medwatch submission has noted ¿seroma-late ¿ upon further investigation allergan has determined that the event of ¿seroma-late¿ did not occur and is unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ gel bleed: no observed. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side seroma late. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.